Event description:
Customer's mother reported hospitalization due to diabetic ketoacidosis. The blood glucose reading at the time of the event was 1480 mg/dl. Customer was in intensive care for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.